Event description:
It was reported that the device had premature end of life (eol). The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed a high current drain condition. Further testing confirmed high current drain, and determined it was due to leakage in a battery filter capacitor.